Event description:
Pt came to emergency room for symptoms not caused by the device. During the first interrogation, a mismatch between egm and v markers were not desynchronized anymore.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.